Manufacturer narrative:
Evaluation of the returned handle revealed that the proximal end of the returned ruby coil pusher assembly was stuck inside the handle. If the handle is actuated multiple times while attempting to detach the embolization coil from its pusher assembly, damage such as this may occur. Based on the returned condition, the cause of the reported detachment issue could not be determined. During the functional test, while attempting to remove the proximal end of the pusher assembly from the handle, the tab that holds on the nosecone was damaged. Therefore, no further functional testing could be performed. Evaluation of the returned ruby coil pusher assembly revealed that the pet lock was broken and stuck inside the returned handle, and the embolization coil was detached from its pusher assembly and was not returned for evaluation. Based on the returned condition, the root cause of the reported detachment issue could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02335.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the physician advanced a ruby coil into the target vessel and attempted to detach it using a handle; however, the ruby coil failed to detach. Therefore, the physician manually detached the ruby coil. The procedure was completed using eight ruby coils and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02334 1. Section h. Box 6. Device code 1. This report is associated with MFR report number: 3005168196-2021-02335.